Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is receiving failed battery test alarm and battery out limit alarm and she changed her site. The customer said that she is in 115-degree weather. Her blood glucose is 543 mg/dl and she stated that she did have syringes. After troubleshooting for failed battery test alarm, the alarm did not recur. During high blood glucose troubleshooting, she said that her blood glucose was 547 mg/dl at the time of the incident and that she felt nauseated, had a stomachache and had difficulties breathing but felt that it could have been because of her being in such high humidity. She said that she felt okay to troubleshoot. The customer said that her drive support cap was normal. She did not have the tubing clamp to perform the high-pressure test and will call back once she received it. The customer was advised to change the entire set, reservoir and insulin and to treat per her doctor¿s orders. The insulin pump will not be returning for analysis.